Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon detached from the port during tepp surgery. All parts of the balloon were retrieved. The device was replaced with a new one. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 410944 weckvista access balloon port 10mmx70mm for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the balloon is torn near the distal end. The damage to the balloon indicates that the balloon was most likely overinflated. The balloon ports are 100% inspected for proper inflation at the time of assembly. It is unlikely that this type of damage was present at the time of assembly. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." The reported complaint of "balloon came off from port" was confirmed based upon the sample received. The returned sample was found to have a hole in the balloon which prevented it from being able to stay inflated. It appears that the balloon was over-inflated. All balloon ports are 100% inspected for inflation during the inspection process. It is unlikely that this type of damage was present at the time of manufacturing. Based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that the balloon detached from the port during tepp surgery. All parts of the balloon were retrieved. The device was replaced with a new one. There was no patient injury.